Manufacturer narrative:
This report summarizes the results of our investigation of all 3752 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 3752 reported events are: 56 of electrical problem, 456 of open circuit, 793 of deformation problem, 37 of fatigue problem, 71 of hardware timing problem, 1012 of improper humidity, 2 of assembly problem, 6 of fracture problem, and 190 of no failure detected. Also, there were 761 of no results code available since no evaluation was performed and 2191 of results pending completion of evaluation.

Event description:
This report summarizes 3752 reported events (2204 initial reports and 1548 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 4 years to 92 years. Patient weight ranged from 17 lbs to 689 lbs. Patient gender was 44.70% male and 55.30% female for these reported events. 1722 events were associated with button error alarm/keypad unresponsive, 449 events were associated with motor error alarm and 33 events were associated with both button error alarm/keypad unresponsive and motor error alarm.1924 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 215 hyperglycemia, 23 hypoglycemia, 1 diabetes ketoacidosis and 1683 no consequences or impact to patient. 2216 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 280 hyperglycemia, 23 hypoglycemia, 2 pain, 1 bruise, 1 skin irritation, 2 diabetes ketoacidosis. 1907 of no consequences or impact to patient. The 1548 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.